Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06009. It was reported that pericardial effusion occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. A 27mm watchman laa closure device was deployed, but had to be partially recaptured because it was too distal. It was deployed again, but again had to be partially recaptured. After the second recapture, a pericardial effusion was noticed which was around 7mm. A pericardial drainage kit was used. They drained 7 x 60cc syringes of blood from the patient. After 30 minutes, the pericardial space was smaller and dry. The patient was stable and the device was implanted.